Event description:
Pt contacted our firm by email stating "after using the lenses, developed ulcers on cornea. Six months later tried lenses again and developed eye irritation. Discontinued use." The pt has not responded to numerous attempts to contact by phone and email. The pt provided eye care provider's info but that office denied knowledge of the pt. "Corneal ulcer" may or may not be a serious injury. Based on the limited info received, this injury will be reported as a serious injury as a worst case. A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot b0097zs was MFR under normal conditions. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Method: device not returned. No eval will be performed. Conclusion: no conclusions can be drawn.